Event description:
It was reported that the battery of the cs300 intra-aortic balloon pump (iabp) would not last after 15 minutes of being charged. It is unknown under which circumstances the event occurred, however a patient was not involved; and no adverse event reported.

Event description:
It was reported that the battery of the cs300 intra-aortic balloon pump (iabp) would not last after 15 minutes of being charged. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The customer uses off label batteries. The stm replaced the batteries with getinge batteries. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the battery of the cs300 intra-aortic balloon pump (iabp) would not last after 15 minutes of being charged. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.